Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Per internal procedures, the event information was reviewed. No investigational inputs were received. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required product/lot combination was not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per the initial reporting; no additional investigative information will be provided. Investigational inputs were requested as indicated per internal procedures for this failure mode, however no information was provided to depuy without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the patient fell and her quad tendon ruptured. Tendon was replaced and insert exchange was performed. Doi: (B)(6) 2018. Dor: (B)(6) 2019; right knee.